Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture and high out of range pacing impedances, measuring greater than 2000 ohms. The patient didn't experience asystole. This lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 29 cm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences. The reported loss of capture and high impedance measurements is likely the result of the lead damage observed by the laboratory.

Event description:
This supplemental report is being filed because additional information was received from lead evaluation.